Manufacturer narrative:
(B)(4). Eval, results: (graft migration, endoleak). Results/conclusions: (disease progression; neck dilatation).

Event description:
An aneurx bifurcated stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 42 months ago. The vessel and aneurysm morphology at the time of implant is unk. Currently the aneurysm is 6.2 cm in diameter and the vessel morphology was reported as the aortic neck is 32 mm in diameter at the lowest renal artery, 15 mm below the renal artery at the top of the stent graft the aortic neck is 32 mm I diameter. There is disease progression resulting in aortic neck dilation. There is mild calcification and moderate tortuosity in the iliac limbs. A routine follow-up CT demonstrated that the stent graft has migrated distally 24 mm with a type I endoleak present. The pt was successfully treated with an endurant cuff. No additional clinical sequelae were reported, and the pt is fine.